Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device was presenting with primary audible alarm post. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the right plunger case was cracked. The tamper seals and labels were broken. There was evidence of the error recorded in the event history log. The customers reported problem was duplicated. The primary audible alarm post happened during testing. For corrective action, the speaker was replaced which cleared up the problem. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6). 2022 via email and attached to complaint object: upon patient transfer from or (operating room) to bed, rn (registered nurse) noted 2-3 pumps wi-fi lights were not engaging. Performed troubleshooting by confirming intact connection to electrical outlet completed, attempted repositioning pump. Unable to get these pumps wi-fi signal to light up. Epi infusing through one of the pumps that would not display active wi-fi signal. Three replacement syringe pumps were obtained in attempts to address issue. First replacement pump was tried to use immediately, displayed a biomed error code and would not function when plugged in and powered on. Pump serial no 2028058 - pump was red taped with message "biomed failure".